Event description:
It was reported from a call from the intensive care unit (ICU) charge rn regarding an event that had occurred last night in the ICU. The rn stated that approximately one day prior, an iab had been inserted via femoral artery without issue and had ruptured. Blood was observed in the helium line and there were no alarms that sounded regarding the blood in the helium line from the autocat2 (serial number (B)(4)). The md was notified for removal of the iab. While attempting to remove the iab, difficulty was met; the tip of the iab remained in the subcutaneous tissue, where a clot had formed. Pedal pulse loss noted was related to the clot. The patient went on to the operating room for removal and was placed on heparin. There was not another iab inserted. No blood was observed in the condensation bottle. There was no report of patient death. There was a delay or interruption in therapy that caused harm to the patient. The patient outcome is the patient remained in the ICU.

Manufacturer narrative:
(B)(4).